Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the following: following her surgery, pt began suffering from discomfort and pain in her hip. The pain interfered with her normal daily activities, and affected her gait. Pt's physician performed x-rays which showed progressive osteolysis the greater trochanteric region of her right hip, as well as pathologic right trochanteric fracture. Blood tests confirmed that she suffered from metallosis. On or about (B)(6), 2011, pt underwent revision surgery, which included "extra difficulty 2 component revision of right total hip arthroplasty," "removal of painful retained hardware, trochanteric wires, right hip," "complete and total synovectomy, right hip joint, secondary to metallosis," "open reduction, internal fixation of right subtrochanteric fracture nonunion," and "auto and allografting of right femoral canal and greater trochanteric fracture of the right hip."